Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device lot # unknown. Medical device expiration date: na. Initial reporter phone#: (B)(6). A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date: unknown.

Event description:
It was reported that 1 bd safe-clip¿ was not clipping. The following information was provided by the initial reporter: the patient's caregiver reported the needle clipper has not been working for a couple months.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.

Event description:
It was reported that 1 bd safe-clip¿ was not clipping. The following information was provided by the initial reporter : the patient's caregiver reported the needle clipper has not been working for a couple months.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the video provided. One video pertaining to a bd safeclip was provided. The customer reported that the needle does not pass in order to cut it. The video was examined, and it was observed that the user was not able to fully insert the patient end (pe) cannula of a pen needle into the aperture of an open safeclip device. It could not be determined what was prohibiting the cannula from easily entering the aperture of the safeclip from the video alone. Unable to perform a DHR review due to unknown lot number. Embecta was able to duplicate or confirm the customer¿s indicated failure based on the video received. A root cause for this issue could not be determined because it could not be observed what was preventing the safeclip device from operating properly from the video provided alone. H3 other text : see h10.

Event description:
It was reported that 1 bd safe-clip¿ was not clipping. The following information was provided by the initial reporter : the patient's caregiver reported the needle clipper has not been working for a couple months.